Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low blood glucose reminder. Reportedly, the customer could not clear the reminder. During troubleshooting with tandem technical support, the reminder was cleared. There was no impact to customer's blood glucose level.